Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received insulin pump error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected failed battery alarm anomalies noted currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer was able to complete pump rewind. Customer stated that drive support cap appears normal. Customer did not report motor position encoder error alarm. Customer stated that insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.